Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. The lead was received cut into two segments measuring 60.0cm total (56.2cm stim segment and 3.8cm terminal segment). The lead was returned cut as a result of the explant procedure. Since the model number of the lead is unknown and was received cut, it cannot be determined whether the lead was received complete. Microscopic inspection of the lead segments did not identify any fractures. Testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.

Event description:
Related manufacturer report number: 3006705815-2023-04357. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken and the ipg and lead were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.